Event description:
While the dentist was working on tooth # 28 and 29 with the handpiece, the patient's cheek was burned.

Manufacturer narrative:
The patient followed up with a medical doctor and was prescribed an antibiotic for treatment of the burn. The handpiece involved could not be found by the dental office to return for evaluation. Dental office cannot find the handpiece.